Manufacturer narrative:
Investigation including root cause determination is in progress.

Event description:
The surgeon reported a corneal burn occurred on one patient at the beginning of the phaco procedure.